Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was delivering inconsistently. It was reported that, per the nursing staff, the level of gel remaining in the cassettes at the end of the day was not always the same; sometimes more than others. Per reporter the pump was changed and no additional information was available. No adverse patient effects were reported.